Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have corrosion/fluid ingress damage to both set and system boards. Replaced set and system board with known good boards and unit functioned normally. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
It was reported that there was a display failure; some segments are off. No patient impact was reported as a result of this issue.